Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure after defibrillation threshold (dft) testing was performed, the patient had a heart rate in the 30 beat per minute range after shock therapy delivery and post shock pacing prematurely terminated. It was noted the patient experienced cardiac arrest. Boston scientific technical services (ts) reviewed the electrogram strip and found the shock occurred at 55.7 seconds with a pace delivered at 59 seconds, which is after the 3 second post shock delay. Another pace was then administered 1200 milliseconds later. A series of six sense markers occurred which caused the pacing to terminate for this episode. Ts explained that the patient's heart rate was then greater than 30 beats per minute and pacing was off, so no additional pacing could be given. Ts discussed that this the s-ICD was operating as designed and the patient may require a pacemaker. It was further noted that during dft testing the first shock was unsuccessful and the second shock was successful at transitioning the ventricular fibrillation (vf). The field representative stated that there was relatively a long time to therapy at approximately 25 seconds. The s-ICD remains in service and no additional adverse patient effects were reported.